Event description:
Patient presented for tunneled hemodialysis catheter removal. Tunneled hemodialysis catheter was removed without complications. Catheter was inspected after removal and it was noted that the cuff was not attached. Portions of the cuff were removed from the subcutaneous tissue.